Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract with intraocular lens (iol) implant procedure, the surgeon observed a scratch under the right side of the iol optic. The iol did not contact the patient. The iol was replaced with another iol and the procedure was able to be completed.